Event description:
Reported via clinical study. It was reported a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2024, and a 27mm watchman flx pro closure device was implanted with complete laa seal and deployed device diameter of 21.2 mm. The patient was discharged the same day on apixaban and aspirin. On (B)(6) 2025, 186 days post index procedure, the patient experienced slurred speech and a brief lack of hand control on the right side and presented to emergency department through emergency medical services. However, prior to the arrival to emergency department these symptoms were resolved. At the time of reporting, the patient was not on aspirin medication. Brain imaging, computed tomography (CT) scan, lab test and electrocardiogram were performed. All the imaging performed were negative for stroke. Based on the symptoms and diagnostic findings the patient was diagnosed with tia. The patient was restarted with clopidogrel medication. The event was considered resolved the same day and the patient was discharged home in stable condition with follow up visit as an outpatient.